Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call of prime/fill anomaly. The customer's blood glucose reading was 164 mg/dl. The customer stated that her husband took injections with insulin. The customer mentioned that they were stuck in the rewind complete/bolus delivery loop during troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump passed the displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test, and unexpected restart error test. No prime or fill anomaly noted. The device passed all operating currents tested within the specification range and passed off no power test. The device was received with cracked reservoir tube lip, cracked case near display window corners, and minor scratches on display window noted. No moisture damage noted on electronics assembly.